Event description:
It was reported by customer that the t connector leaks when flushing on PICC. Additional information received 31 october 2023: date of event: over last 1-2 months. The event did not involve an urgent/life threatening medical situation. Leaks discovered when flushed during insertion of PICC. The event did not interrupt treatment, or cause a clinically significant delay in treatment. Normal saline infusing. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.